Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was hypoglycemia and myocardial infarction. The customer's blood glucose was 80 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that the insulin pump has been discarded. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.